Event description:
It was reported that a sys diagnostics test resulted in high impedance. Further info revealed that the physician has not planned any interventions at the moment. Good faith attempts to obtain add'l info from the treating epileptologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.